Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that 3 weeks ago the patient was on a strong antibiotic for infectious disease for the nasal area called invanz. The patient had read online that invanz could penetrate the pump sometimes. It was further reported that her pump was empty at her refill yesterday and the nurse could not get anything out of it. It was noted that never happened before. The patient was not sure what was going on, but she was having symptoms of throwing up, shaking, and sweating since yesterday after getting her refill. It was stated that the patient was told the invanz should be out of the body but she did not believe that was true because she was having symptoms like she did 3 weeks ago. The patient was not sure if the invanz and morphine together was malfunctioning her pump somehow because she was getting a "double whammy." The patient had asked the healthcare provider (hcp) to remove the pump because there was a " big problem" because it was doing something that was not good and rest for a while then maybe get another pump implant. It was further stated that the patient was not sure what to do or if she should go to the emergency room and drain the pump. It was not known how long the patient's pump was empty, but she normally goes in for a refill every 7-8 weeks. It was later reported that the patient did not know how much should be in the pump, but when they aspirated there was "only a little bit." It was stated that there was "always much more than that" and the hcp usually draws out an entire syringe. The patient was not having any symptoms, felt fine, and did not believe that the pump needed to be replaced. It was stated that maybe it was the hcp who messed up and felt that sometimes the hcp was forgetful. It was further noted that the patient was allergic to chlorhexidine and the doctor used it at the last refill, which made the patient itchy. The hcp would keep an eye on the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.